Manufacturer narrative:
The t:slim pump user guide states: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that on multiple occasions, the customer miscalculated the carbohydrates consumed when delivering a bolus. Reportedly, the customer experienced multiple low blood glucose (bg) levels ranging from 39-77 (mg/dl). To treat the low bg level, the customer consumed food and soda. Recommendation was made to consult with health care provider regarding diabetes management.